Event description:
It was reported that during a percutaneous coronary intervention procedure, the maverick 2 monorail catheter became trapped on the guidewire. The lesion was located in the calcified and 90% stenosed proximal left anterior descending (lad) artery. The physician pulled the catheter with high force and "the balloon stretched." No patient injuries or complications were reported. The patients status is reported as "good." Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. As the lot number is unknown, a review of the shop floor paperwork was not possible. Should further relevant information become available; a supplemental medwatch report will be filed.